Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The left plunger case was damaged. Cracked barrel clamp head, right plunger case and battery door. The set-up for flow test would not detect the flippers. Error history log review found a plunger not in place alarm error. The root cause of the reported issue was found to be the q1 chip was broken off the plunger, the board was glued down but was knocked loose. Actions were taken to mitigate the reported issue: replaced plunger and damaged left plunger case.

Event description:
It was reported that the pump had a syringe plunger not in place error. No patient injury was reported.